Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the syringe 5ml saline fill china sp experienced loose closure and leakage. The following information was provided by the initial reporter: before opening the cleaning package, nurse found the tip cap loose and leakage from the tip cap.